Event description:
Dealer states the motor is clicking and noisy. Dealer states the device has a burnt smell to it. Dealer was not able to exactly identify where the smell is coming from at this time. Quote (B)(4).